Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected troponin I result was obtained from a single patient sample using vitros troponin I es reagent on a vitros 5600 integrated system. There is no indication that a reagent issue contributed to the event. The most likely assignable cause of the event is analyzer related. After observation of microwell incubator contamination due to inadequate incubator cleaning, an ortho clinical diagnostics field engineer cleaned the microwell incubator to return the vitros 5600 system to expected performance. Following these service actions, acceptable vitros troponin I es performance was observed. Pre¿analytical sample processing could not be ruled out as a contributing factor, as the customer is not following the sample collection device manufacturer recommendations for sample centrifugation. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
The customer obtained a non-reproducible, higher than expected troponin I result from a single patient sample (troponin I = 0.299 versus expected < 0.012 ng/ml) obtained using vitros troponin I es reagent on a vitros 5600 integrated system. The higher than expected troponin I patient result was not reported from the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no allegation of patient harm as a result of this event. (B)(4).